Manufacturer narrative:
The subject product was returned for evaluation. Visual evaluation of the subject product found a hair inside of the sealed product packaging. The hair was removed and had characteristics indicating the foreign body is likely a human hair. Root cause is identified as manufacturing related, as the hair would have been introduced at the time of packaging. This is the first report of a foreign material for the subject lot of (B)(4) units manufactured in june of 2019.

Event description:
It was reported that before opening the simpulse varicare irrigator package, foreign material like hair was noted inside of the sealed package. The package was not opened and another device was used to complete the procedure. There was no patient involvement.